Event description:
Surgeon began to use shaver per usual arthroscopy procedure to right knee. Large amount of metal shavings noted with use of shaver. Surgeon was able to thoroughly irrigate and remove most of the shavings. Pt tolerated procedure well. Vendor was contacted and inventory was replaced. Note: this event was noted upon review of 4th quarter data and FDA 3500a report was generated.